Event description:
It was reported that medical attention was sought on (B)(6) 2007 at 4:00 am after the end user received inaccurate results from the prodigy diabetes glucose meter. The end user received a result of 147 mg/dl and became unresponsive. The paramedics were called and transported the end user to the ER. Upon arrival to the ER the end user's blood glucose was 60 mg/dl. She was administered IV fluids along with orange juice, ham/cheese sandwich, pudding and (B)(6) soda to assist with stabilizing her blood glucose levels. Upon discharge from the ER her blood glucose was 150 mg/dl. No further details were provided in relations to the medical event.